Event description:
Underdelivery reported: it was reported that the pump underdelivered during biomedical engineering volume accuracy testing. The pump was removed from pt svc due to repeated and unresolved alarm events. The biomedical engineer discovered a foreign object that had triggered the alarm alert. The device was tested for volume accuracy on an automated testing unit. The device failed volume accuracy by underdelivering. The device delivered 165.0ml of the expected 200.0ml. There were no reports of pt harm while the device was in pt svc. Though requested, no other info was available.